Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was overdischarged and the patient was unable to recharge/ communicate with the ins. It was noted that the patient had not charged or used the ins in more than a year and a half because of patient compliance due to relocation and subsequent loss of their recharger. The rep attempted two trickle charges in the clinic on the day prior but was unable to get the ins to initiate recharge. A battery replacement was planned but not yet scheduled. There were no further complications reported or anticipated.